Event description:
According to the reporter, prior to use, the cord would not insert into monopolar 1 on the generator. This occurred in the second case today; it could be used normally in the first case. There was no issue with vlft10gen. There was no patient involvement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).